Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch delica plus lancing device/lancets would not penetrate their skin. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that the alleged issue occurred on (B)(6) 2021 at approximately 10:00. They reported that they were unable to test due to the lancing device issue and, at 10:50 began to develop symptoms and they called emergency services due to the fact they were experiencing ¿dizziness¿, ¿heavy breathing¿, and felt they were ¿about to pass out¿. The patient manages their diabetes with insulin (self-adjuster) which they said was ¿20 units of novolog per day¿. Due to a loss of consciousness, emergency services had to gain entry to the patient¿s house and take them to hospital. The patient was admitted to hospital where they received ¿IV¿. They also had to take toujeo for 4 days, increase novolog by 20 units and had to take antibiotics for 4 days after hospitalisation. The patient¿s blood glucose measured 600 mg/dl on the hospital meter prior to treatment. During troubleshooting, the patient confirmed that they were using the correct lancets. A replacement device was sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged lancing device issue began.